Event description:
It was reported that during an unknown procedure no staples came out after firing, but the cut line was completed. No crunch was heard after firing. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, uncut washer ¿ blemished. Additional information was requested and the following was obtained: were there staples seen in the surgical field? Yes. If yes, what was the appearance of the staples? All the staples were unformed. When was the safety removed prior to firing? Before firing. Did the surgeon report any differences in the way the device fired? No. What confirmation was received that the device was fully fired? The device was compressed until unable to fire further. Where within the green compression/gap setting scale was the orange indicator set for firing? In the first 1/3 part of the green gap. The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.